Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. Additionally, an altitude alarm occurred. Blood glucose was 186 mg/dl. Reportedly, the alarm cleared and the customer was able to resume insulin successfully after loading a new cartridge.